Event description:
It was reported that the device reached elective replacement indicator (eri) after less than four years of service and there was unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 7121 competitor implantable tachy lead (B)(6) 2010; 4470 competitor implantable pacing lead (B)(6) 2004. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).